Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that upon removal the tampon string separated leaving the tampon inside. She was able to manually remove the remaining tampon.